Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that one day post implant the patient received an inappropriate shock due to oversensing. It was thought there was possibly a loose setscrew creating a loose connection between the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode or the seal plug on the device had been damaged during the implant procedure. The sensing vector was changed to primary and the physician opted to continue to monitor the patient. The s-ICD and electrode remains in service and no adverse patient effects were reported.